Event description:
It was reported that during a meniscus repair, after t1 deployment, the t2 implant was not deployed when the knob was depressed. Both of the implants were removed from the body.

Manufacturer narrative:
The device was returned without t1, t2 or suture. There is disfigurement of the needle. This curved delivery needle has been bent almost flat. There is indication of resistance and difficulty reaching desired surgical location. Functional test proved that the device no longer cycles as intended. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted.